Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that railings of drawer 1 were broken. The field service engineer (fse) replaced both slide rails. During inspection, the latch sensor cable was found cut, so the sensor was replaced along with the inseparable latch. The repair was verified for proper operation using diagnostics and the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer railings were broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.